Event description:
During the code 2 defective ambu-bags were used. Both ambu-bags were faulty hendering therapist from bagging the pt properly by failing to remain sealed (glued) at the elbow connection to pt. A third bag had to be used to properly bag pt.